Manufacturer narrative:
Event description continuation: the transseptal puncture was performed with an unknown needle. There is no sheath information. The generator was set to power control mode. There is no further information regarding generator settings, overall ablation time, last ablation cycle time at the site of injury, irrigated catheter flow setting, or anticoagulation during the procedure. There was no information regarding shaft proximity interference (spi) value, catheter proximity, or carto indicating to re-zero the catheter. The smarttouch was zeroed after initial warm-up phase, post-connection to the carto 3 patient inteface unit (piu). There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17501072m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant product: non-biosense webster, inc - beeat; st. Jude medical inquiry optima mapping catheter. Soundstar eco catheter. Lasso navigational eco catheter, model #: d-1343-02-s, lot #: 17544361l. Carto 3 system. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis and pharmacologic support. After transseptal puncture, the beeat and the soundstar eco catheter were inserted. The beeat was positioned at the coronary sinus. Atrial fibrillation persisted after 2 episodes of cardioversion with 20 joules. Left atrial posterior wall contours were obtained. Merge and transseptal puncture were performed via soundstar guidance. Two sheaths were inserted into the left atrium. After transseptal puncture and mapping, the patient became hypotensive with a systolic blood pressure decrease from 95mmhg down to 70mmhg and oxygen saturation decrease from 100% down to 98%. The soundstar catheter was re-inserted into the right atrium. The tamponade was confirmed via echocardiogram. Systolic blood pressure was maintained at 90mmhg with pharmacologic support. The lasso and optima catheters were placed and left and right pulmonary veins were isolated. After the pvi was completed, a pericardiocentesis was performed. Resolution of tamponade was confirmed via echocardiogram. Upon leaving the electrophysiology lab, systolic blood pressure was 130mmhg and oxygen saturation was 100%. There is no information regarding extended hospitalization. Patient fully recovered. There were no factors cited that might have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it may have been related to patient condition. The physician also indicated that the effusion might have occurred prior to the procedure.